Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device displayed a "defib disabled" message. Complainant indicated that the clinician began performing CPR to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the reported problem could not be duplicated with the device. The battery lugs (posts) and the power connections where checked and replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.